Event description:
Customer described how the meter's battery was low, so they changed it and when the battery was placed into the meter, it wouldn't turn on. Customer tried the reset button about 5-6 times and couldn't get anything to work.